Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result (from sample a) was 3.16 ng/ml. The customer indicated that erroneously elevated result occurred on a single pt sample. The elevated accu tni result was reported out of the lab. The customer repeated sample a after obtaining a normal result (see b6) from sample b, which collected later that morning. The customer retested pt sample (a) for accu tni and the accu tni result was 0.01 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.